Manufacturer narrative:
The device was not made available for evaluation at this time. Should further information or the device become available, a follow-up report will be issued.

Event description:
Alleges consumer's pants got caught in afp actuators and 911 had to be called to help cut consumer's pants off.

Manufacturer narrative:
The afp was returned and evaluated. Failure to heed loose clothing warning.

Event description:
Alleges consumer's pants got caught in afp actuators and 911 had to be called to help cut consumer's pants off.